Manufacturer narrative:
Weldment. Device visually evaluated by distributor and reported to (B)(4) of stryker (B)(4).

Event description:
It has been reported in a service report that the head end slide tube broke and the cot slid down to it's lowest position with a patient on a board. No adverse consequences or injuries have been reported.